Manufacturer narrative:
Describe event or problem: the patient had other admissions for heart failure reported under the following: MFR #2916596-2019-04231 ((B)(6) 2018), MFR #2916596-2019-04199 ((B)(6) 2019), MFR #2916596-2019-04203 ((B)(6) 2019), and MFR #2916596-2019-04210 ((B)(6) 2019). The patient ultimately expired due to multiple system organ failure in the setting of end stage biventricular heart failure and is reported under MFR #2916596-2019-04119 ((B)(6) 2019). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Admission lasted from (B)(6) 2019 - (B)(6) 2019. It was reported that the patient presented to the emergency department (ed) from the skilled nursing facility (snf) for worsening heart failure (hf) and renal failure. The patient was admitted with volume overload and acute kidney injury (aki). The patient required intravenous (IV) lasix, metolazone, and diamox for diuresis. Dobutamine continued at 7.5 mcg/kg/min. Initial a co-oximeter (co-ox) readings were low, but improved with diuresis. Creatinine levels improved with diuresis. Digoxin was held with elevated levels during aki. Spironolactone initially held with aki, but was resumed at discharge. It was noted that lvad parameters remained stable. The patient was discharged back to snf. Patient would be followed closely in vad clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The hm3 lvas IFU lists right heart failure, renal dysfunction, cardiac arrhythmia, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.